Event description:
It was reported that the customer had a button error alarm on the insulin pump. Pump will need to be replaced. Customer was asked to return the pump for analysis. No further details given.

Manufacturer narrative:
Findings: passed displacement test. No button error alarm noted. Intermittent button response due to flattened dome switch. Cracked case near lcd window corner, cracked lcd window, minor scratches to lcd window, cracked reservoir tube lip, cracked battery tube threads, cracked belt clip slot and missing end cap sticker.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.